Manufacturer narrative:
(B)(4). Same patient as complaint #: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. This complaint is for a report of a use error - reuse of single-use product during use, where the patient stated they had attempted to replace the cassette but not all of the disposable supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) swapped out the cassette only in an attempt to clear a check lines and bags alarm during therapy on the homechoice. The patient was not connected at the time of the alarm. The hp stated that the alarm ¿went away¿ after they changed out the cassette. The hp then attached a new cassette and proceeded to continue therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 5 of 7.